Manufacturer narrative:
Model number/ catalog number: sc-2317-70, serial number: (B)(4), batch/ lot number: 5148574, model/ catalog description: infinion cx lead kit, 70cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
It was reported that the patients leads had high impedances due to lead migration and the patient was experiencing inadequate stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively.